Event description:
The customer reported that during transport in the hospital, while the unit was in use on a pt, the unit lost power when rolling over a door threshold. They cycled the power to restart the pump. No pt injury was reported.

Manufacturer narrative:
The company rep adjusted and fixed the connector and connection from the pump to battery. The unit was tested to factory spec. It functioned normally and was returned to the customer.